Event description:
It was reported that immediately after the surgery in 2008, it was found that sterilization of the dall miles cable was expired. The expiration date was aug, 2008. As of three after the original date, the patient is stable, in good condition so far, but the surgeon will monitor him/her over time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.